Event description:
Reporter indicated that patient's generator had extruded through the skin and was subsequently explanted.

Manufacturer narrative:
Product analysis results will not change the conclusion of the reported event because explanted products are decontaminated prior to return; therefore, microbiological testing is not performed. In the event that the explanted device is returned, product analysis results will only be reported if a device malfucntion is noted that would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Manufacturing records for both the pulse generator and the bipolar lead were reviewed. Ncp system labeling lists device (generator and/or lead) migration or extrusion as a potential adverse event, possibly associated with surgery or stimulation. Review of manufacturing records for the pulse generator and the bipolar lead confirmed sterilization of devices prior to distribution.